Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the patient, then determined that the coil was the incorrect size and began to retract the coil. However, while the coil was being retracted, the technologist who was assisting the physician mentioned that she felt some resistance. Subsequently, the ruby coil unintentionally detached with about half of the coil still inside the non-penumbra microcatheter. Therefore, the physician was able to retrieve the coil by removing the microcatheter. The procedure was then completed using the same microcatheter and new ruby coils. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Expiration date.